Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Report source, foreign - event occurred in netherlands. D10: customer has indicated that the product remains implanted. D11: device name: stanmore acet cup arcom 28x50, model#: 165781, lot#: 6122609. Device name: 28mm dia cocr mod hd +3mm nk, model#: 163663, lot#: j6363722. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2020- 00153-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items 165781 and 164243. Risk management reports (B)(4) documents the estimated residual risk associated with the device within the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. The reported event states pain medication and physical therapy. In the above risk file (B)(4), pain is considered harm with a severity level of 4 for a number of hazards, which is described in the severity table (buk-smhs-rmp-04 issue 05) as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event (medical intervention) therefore is in line with the rmf. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received a primary thp as part of the study on (B)(6) 2019. After the primary thp, the patient admitted to the hospital due to pain in knee and hip. Subsequently, the pain decreased after pain medication and physical therapy.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product remains implanted. Medical product: acet cup arcom 28x50, catalog: 165781, lot: 6122609. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2020- 00153. Once the investigation has been completed, a supplemental MDR will be submitted. Devices remain implanted.

Event description:
It was reported that the patient admitted to the hospital due to pain in knee and hip. Subsequently, the pain decreased after pain medication and physical therapy.